Event description:
It was reported that during the procedure, a 3.0x18 xience pro stent delivery system (sds) was advanced toward a moderately calcified lesion in the distal right coronary artery (rca), however, the xience pro sds failed to cross the lesion due to calcification. Thus, it was decided to retract the sds from the anatomy; however, while retracting the sds, the stent struts became stuck in the calcification proximal to the target lesion, some force was applied, and the stent slipped off of the sds balloon distally into the vessel. The sds was withdrawn from the anatomy. Snaring of the stent was then attempted, but unsuccessful. The undeployed stent implant was then crushed against the vessel wall via deployment of another 3.0x18 xience pro stent. The target lesion was then successfully treated via plain old balloon angioplasty using an unspecified balloon catheter as the vessel proximal to the target lesion appeared to be too narrow to cross with another stent (and was not attempted) due to the crushed and implanted xience pro stents. This issue did not result in a clinically significant delay. The final patient result was good and there were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience pro everolimus eluting coronary stent system instructions for use states that if any resistance is felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit.